Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5175855.

Event description:
Voluntary medwatch received states that inappropriate anti-tachycardia pacing (atp) and inappropriate shock was noted on the right ventricular (rv) lead. Additionally, the rv lead exhibited high capture threshold. No changes or intervention was reported. There were no patient consequences.